Manufacturer narrative:
Additional information was added to d9, h3 , h6 and h10: e1: initial reporter address: (B)(6). H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including an air leak (2 bar) test and a leak was observed at the blood header port. Upon further inspection, the blood header port was broken. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to shock during shipping. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The exact moment and location where the shock occurred could not be determined. A product with such damage would have been detected during the manufacturing plant¿s 100% in process visual control & leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: updated d4: lot #. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed, originating from an unspecified location of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us, under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.